Event description:
It was reported that while using the bd vacutainer® flashback blood collection needle that when the needle was disassembled, it was found that the needle had fallen off and flew out. The following information was provided by the initial reporter: on (B)(6) 2023, a disposable venous blood sampling device was used to take a venous blood sample from the patient. When the needle was disassembled, it was found that the needle had fallen off and flew out. Immediately stop using this batch of needles and contact the manufacturer for a replacement.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® flashback blood collection needle that when the needle was disassembled, it was found that the needle had fallen off and flew out. The following information was provided by the initial reporter: on (B)(6) 2023, a disposable venous blood sampling device was used to take a venous blood sample from the patient. When the needle was disassembled, it was found that the needle had fallen off and flew out. Immediately stop using this batch of needles and contact the manufacturer for a replacement.